Manufacturer narrative:
The reported event of lead was found to be damaged after tightening suture was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found compressed outer coil and outer insulation damage at the location of the suture sleeve tie down impression. The cause of the reported event was isolated damages consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device upgrade procedure, the atrial lead was damaged after tightening suture in pocket. The lead was not implanted and was replaced. The patient was stable during the procedure.